Event description:
Allegedly revised due to broken short modular neck. Medium activity level.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
The investigation is not complete. This report will be updated when the investigation is complete. This is the same event as 1043534-2014-00005, 00006.